Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler instrument was analyzed and found to have a broken grip cable at the pivot tube. The cable was fully broken. The segment of the cable that contains the crimp is still intact. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have the cardon drive shaft broken from the distal end. As a result, the grip assembly became dislodged allowing it to flip back and forth. The broken piece was not returned with the instrument. The instrument was found to have a detached fragment. The fragment measured approximately 1.066" x 0.084" and was not returned with the instrument. The fragment originated form the broken cardon drive shaft. The complaint was confirmed by failure analysis.the probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the curved-tip stapler 30 was severely broken at the wrist. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.